Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an increase in pacing impedance on the right ventricular (rv) lead. During a device replacement procedure for normal eri, after the device was replaced, the capture on the rv lead increased. The rv lead was capped and replaced to resolve the event and the patient was stable.